Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. The trial began on (B)(6) 2025. It was reported that the patient was experiencing pain, discomfort/soreness/pinching. The issue was resolved. On july 25, patient reported that they went to the emergency room (ER) last night due the pain they felt from the stimulation and their bladder was full and could not empty it out. When they got to the ER the nurse was able to help out the patient cath their to empty her bladder and they turned down the stimulation to 0.3, and patient informed their doctor about what happened and was advised to keep the stim at 0.3 for now.

Event description:
Additional information was received from a manufacturing representative (rep). They reported that the patient experienced urinary retention prior to the device and their retention was not worsened as a result of the device or therapy. The catheterization was the patient's ¿standard of care¿ prior to the device. The steps were or would be taken to resolve this issue that the patient had a dilation by their urologist. The issue was resolved. The information has been confirmed/provided by the physician.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.